Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 02-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic periods") in an adult female patient who had essure inserted (lot no. E71802) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("severe fatigue"), loss of libido ("loss of libido"), memory impairment ("loss of words or memory") and arthralgia ("joint pain throughout the body") and was found to have weight increased ("weight gain"). Essure treatment was not changed. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, loss of libido, memory impairment, arthralgia or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2022. The most recent information was received on 12-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic periods") in an adult female patient who had essure inserted (lot no. E71802) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("severe fatigue"), loss of libido ("loss of libido"), memory impairment ("loss of words or memory") and arthralgia ("joint pain throughout the body") and was found to have weight increased ("weight gain"). Essure treatment was not changed. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, loss of libido, memory impairment, arthralgia or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kg. Lot number: e71802 UDI: (B)(4). Production date: 2015-11-25. Expiration date~2018-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-dec-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.